Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator's set pressure increased without manual adjustment. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator's set pressure increased without manual adjustment. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.